Event description:
It was reported that a user contacted support regarding perceived low glucose values and asked about adjusting the ilet pump to deliver basal every 15 minutes or pausing insulin at a set glucose, while describing recurrent ¿lows¿ around 112 mg/dl and self-treating before reaching 100 mg/dl. The user revealed going high quickly after overtreating. Education was provided on appropriate hypoglycemia treatment thresholds and risks of pausing insulin and overtreatment. Symptoms included hyperglycemia with a peak of 275 mg/dl. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed no device problem found, with a usage problem identified related to overtreating perceived low blood glucose, and no device component issue applicable. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and unintended use error.